Manufacturer narrative:
Citation: abri et al. Late transcatheter aortic valve thrombosis leading to cardiogenic shock. Jacc case rep. 2022 nov 16;4(22):14 59-1463. Doi: 10.1016/j.jaccas.2022.07.032. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 67-year-old female patient who had received a medtronic 23-mm evolut pro b ioprosthetic valve (unique device identifier numbers not provided) approximately 3.5 years prior.  Transthoracic echocardiogram revealed aortic stenosis with high gradients of 43 mmhg and computed tomography confirmed thrombosis of three bioprosthetic valve leaflets.  After two weeks of oral anticoagulation therapy the patient had cardiogenic shock requiring an intra-aortic balloon pump and low cardiac output.  Due to the prohibitive aortic root anatomy and risk of embolization, the heart team recommended surgical explantation of the bioprosthetic valve over a valve-in-valve implant procedure.  In surgery, while on cardiopulmonary bypass, the bioprosthetic valve was fully explanted, the native aortic valve leaflets excised, and a non-medtronic surgical valve successfully implanted with good hemodynamic results.  The post-operative recovery was uneventful, and the patient was discharged home on day 12.  Macroscopic inspection of the explanted valve confirmed thrombosis of all three leaflets.  No additional adverse patient effects or product performance issues were reported.